Event description:
It was reported that the device had reached the recommend replacement time (rrt) and there was a question regarding the "fast battery depletion". The device was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
Evaluation summary: (B)(4): a high current drain condition was found during device analysis. Electrical analysis found the cause of the high current drain to be current leakage in the battery filter capacitors.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Time of rrt (recommended replacement time) in save to disk on (B)(6) 2012 device rrt <=2.62 volt. Weekly battery voltage trend data shows min bat=2.64 to 2.62 volts between (B)(6) 2012. 1 - patient alert for low battery voltage on (B)(6) 2012 02:15:03.